Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a slow heart rate and partial loss of pacing therapy when their implantable pulse generator (ipg) reached end of service (eos). It was further reported that the right atrial (ra) lead exhibited non-capture and low impedance. It was also reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The patient was intubated and received intravenous (IV) medication. The ipg was explanted and replaced. The rv lead and ra lead were capped and replaced. No further patient complications have been reported as a result of this event.